Event description:
It was reported that the right ventricular pacing impedance measurement was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5554 implantable pacing lead (B)(6) 2003; 4193 implantable pacing lead (B)(6) 2003. (B)(4).